Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer reported receiving high scan results compared to readings obtained on the built-in reader, and experiencing a loss of consciousness. Customer self-treated with fruit juice and no further treatment was reported. Additionally, sensor scan results of 116 mg/dl, 112 mg/dl, and 120 mg/dl were reported compared to readings of 95 mg/dl, "lo" (reading <20 mg/dl), "lo", and "lo" obtained on the built-in reader respectively. The results, when plotted on a parkes error grid, fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.